Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested for a minimum fill even after the cartridge had been loaded with insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.